Event description:
Pss032 was pushed into the psc032 but got stuck. Physician then removed the system, took new material and completed his procedure without any problem. This MDR is associated with mdr3005168196-2010-00309.

Manufacturer narrative:
Technical evaluation: the separator was returned in two pieces. The distal end is lodged in the catheter and the proximal end shows a clean break 45.5 cm from the end. The break is at the end of the grind taper area and the separator wire has a diameter of 0.00912" at the break point. Conclusion: the damage observed in the separator wire is consistent with the wire being manipulated with the proximal taper joint outside the rotating hemostatic valve (rhv). The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. (B)(4).